Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a "sticking and burning sensation", and the device never covered the patient's pain. Reprogramming was attempted with no success. Their physician "scoped out their back" and found that the wires were not "hooked up right." Due to the patient's arthritis and pain, they are going to try a pain pump instead of repositioning the lead. When the pain pump is implanted, the stimulator system will be explanted. Further information is being requested from the hcp.